Manufacturer narrative:
During testing at the service center, leakage from the disposable batteries was noted in the battery compartment and the middle printed circuit board of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center by the customer contact with a report of a 11/004/000 (less than 2.0 volts on lithium battery) service alarm code. This does not indicate a reportable malfunction. However, during verification testing, leakage from the disposable batteries was noted in the battery compartment and the middle printed circuit board of the device.